Event description:
A customer reported that the screen of their insulin pump was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer to check that the pump was not connected to a power source, remove the case, and firmly press the center of the button on the pump. After following these instructions, the customer successfully turned on the display and confirmed that the pump was functioning correctly.